Event description:
Reportedly, during use of two fox plus balloons in the superficial femoral artery with heavy calcification, both balloons ruptured. The pressure was unknown; however, thought to be around nominal. The lesion was treated with an atherectomy device and additional balloon dilatation using another fox plus without further incident. There were no adverse patient effects and a clinically significant delay in procedure was not reported. The physician stated that the rupture was due to the patient's anatomy which was heavily calcified and not due to any malfunction of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second fox plus is being filed under a separate medwatch MFR number. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion site was described as heavily calcified, which likely caused the reported balloon rupture. Additionally, it was reported that two balloons ruptured, further suggesting interaction with the calcified lesion likely caused the ruptures. If the balloon experiences mechanical damage during the procedure, such as interaction with a calcified lesion, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. The reported balloon rupture appears to be related to interaction with the lesion calcification and there is no indication to suggest a product quality deficiency.